Manufacturer narrative:
A ge service representative performed an on site investigation. The reported issue could not be duplicated. The high voltage cable and the ground were replaced during the service call. The system was tested and found to be working as intended and returned to service.

Event description:
It was reported the system was arcing and locked up. The field engineer noted this issue was intermittent. There is no report of injury or death associated with this event described in this complaint.